Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 480 mg/dl. The customer reported that the insulin did not come out during manual bolus. The customer's blood glucose was 475 mg/dl at the time of call. The insulin exited during troubleshooting. The customer did not find issues with the insulin pump during troubleshooting. The customer mentioned that they had weak battery alarm and failed battery test alarm. The customer stated that the alarms did not recur after troubleshooting. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.